Manufacturer narrative:
The investigation for the purge leak-pump has been completed. No product was returned for evaluation. Clinical details noted that there was no leaking of purge fluid observed in the field. Perfusionist noticed sidearm was "wiggling" and was taped for stabilization. Additionally, no changes in purge values observed in the field. As the customer reported that no purge leak was observed in the field and only wiggling of the purge sidearm was noted. The root cause of the cosmetic defect cannot be definitively determined as no product was returned.

Manufacturer narrative:
This complaint, purge fluid sidearm lack of solidity, was inadvertently reported under the medical device reporting regulations and initial report (submitted 20-dec-2024) and supplemental follow-up 1 report (submitted 10-feb-2025) should be disregarded. Medical safety review of the event noted the patient was very sick, decompensating and dying. There is no product allegation beyond sidearm lack of solidity with use of tape for stabilization. Information at hand does not state or reasonably suggests there was interruption, disruption, change or pause in therapy, and the reporter confirmed there was no purge fluid leak and no change in purge value. The complaint is without information that reasonably suggest the stabilization of the sidearm may have cause or contributed to the patient's demise, and further this type of complaint is not one that is likely to cause or contributed to a serious injury or illness if it were to recur.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant had impella 5.5 support ongoing for a patient admitted in for a high-risk surgery/coronary artery bypass graft. After 12 days of support, the purge sidearm needed taping to stabilize and then no purge fluid/leak was identified. The pump remained on support and after 13 days, care was withdrawn and the patient expired.